Event description:
Patient underwent a cystolitholapaxy procedure for bladder stone removal with the help of (pmi) holmium laser. The size of the bladder stone was large that intraoperatively, the laser machine turned on and off in order to cool down. An hour into the case, the laser machine completely stopped, possibly due to overheating. Surgery stopped by surgeon for almost 20 minutes to see if the laser machine would work again, but it did not. The surgeon decided to try manually to crush the bladder stone into pieces, but it didn't work. Surgery was stopped with a large stone still in the patient's bladder.